Manufacturer narrative:
Serial number of the device has been corrected in this report. The alarm lamp board has been identified to be the faulty component.

Event description:
Hamilton medical ag received the following event description : "red led no active.try to test in service software but that function red led test no active. "

Manufacturer narrative:
The issue was solved by replacement of alarm lamp board.

Event description:
Hamilton medical ag received the following event description : "red led no active. Try to test in service software but that function red led test no active."